Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving low predicative alerts. The customer stated his sensor glucose was 123 mg/dl but his blood glucose was 188 mg/dl. The customer was advised his blood glucose and sensor glucose differences was not within acceptable range. He was advised on suggestions to monitor his sensor glucose performance. The customer also reported having a high blood glucose of 400 mg/dl last week. The customer declined to troubleshoot any further. No additional information provided.